Event description:
It was reported to minimed that the customer alleged critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer using not sure about the correct battery cap for the pump that is been used. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test sc1 cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received with a critical pump error (open book image). Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image). The case was cut open. There were signs of previous moisture presence, corrosion on the boards, motor assembly inside the case. In summary, the customer¿s report of an open book was confirmed during testing. The critical pump error (open book image) is due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.